Event description:
A pt reported possible low inaccurate results with a surestep meter. During one single testing comparison, the blood glucose reading on the surestep meter was 144mg/dl versus 188mg/dl on a healthcare provider meter of unknown brand. Pt did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.